Manufacturer narrative:
Device evaluation: the reported event of a power cable disconnect alarm was not confirmed, however a damaged white power cable and alarms related to the controller¿s power cables were confirmed via the investigation and via the log file extracted from the system controller during testing. The log file contained data spanning 6 days ((B)(6) 2019 ¿ (B)(6) 2019 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Multiple strings of low battery hazard alarms were observed throughout the log file, even when the rsoc values of the batteries were above the low battery alarm threshold. Batteries were observed to have been in use throughout the log file except during the first two events, where the patient was observed to have been connected to a power module with below average voltage readings of 13.6 ¿ 13.8 volts. Atypical power cable disconnect alarms were not observed throughout the log file. The returned system controller was functionally tested and was revealed to have significantly damaged power cables that reduced output voltage to the system, consistent with findings in the log file. Its white strain relief was also observed to have been broken upon arrival. Although power cable disconnect and low voltage alarms were not reproduced during analysis, conductor breakdown was observed within the cables upon opening them. The controller operated the mock loop throughout all testing despite the damage to its power cables. The observed damage to the system controller¿s cables could have contributed to the reported power cable disconnect alarms. The root cause of the damage to the system controller was unable to be determined through this analysis. Incidental findings: conductor damage in black cable, triggering a flagless alarm. Dim leds. The manufacturer is closing the file on the event.

Event description:
It was reported that the patient damaged white power cord from what appeared to be over-bending use. Depending on the position, the cord would no longer deliver power to the pc. Thus, the patient received a controller swap. Damage was noted in previous clinic visit and plan for new controller was made. Patient was told to inform team if white power cord malfunctioned. On (B)(6) 2019, system controller was swapped in emergency room without event. Patient left for home within the hour. Asymptomatic ever since.